Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for spinal pain and chronic low back pain. It was reported the patient tried to charge their implant in (B)(6) 2016 and the ins would not accept the charge; patient allowed the ins to run down before trying to charge. The patient had been in a care facility recovering from pneumonia and didn't have their equipment with them for troubleshooting; the pneumonia was not related to device or therapy. Patient services reviewed that the ins was possibly in an overdischarged state and the patient would need to contact their hcp for assistance. No symptoms were reported. It was clarified that the stimulator had not worked for five weeks, (B)(6) 2016. Additional information was received from the patient's physician: the patient had not been seen for over 2 years by this hcp and so they were unclear of the patient's current device issue. In the past the device had been reprogrammed by a manufacturer's representative. Additional information was received from the patient wanting to perform troubleshooting as they had their equipment with them. The patient programmer shower poor communication and the insr showed reposition antenna. The device was likely in an overdischarge state. Patient was redirected to their hcp. Patient was in (B)(6) at the time of the report and was going to (B)(6) in ten days and asked for hcp listings in (B)(6). Listing was sent. Additional information was received from a consumer. It was reported that the patient has a new managing physician and they have an appointment on (B)(6) 2017. The patient stated that their device was in overdischarge and are scheduled for a replacement with the new physician on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.